Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during initial drain. The patient was connected. The technical service representative (tsr) assisted the patient with clearing the alarm and ending therapy. The tsr explained the alarm and the patient stated she forgot to close an unused supply line clamp. The tsr reviewed the proper procedures per the user manual with the patient. The tsr informed the patient they should discard the supplies and report the se to the registered nurse (rn) the next morning. The patient would finish therapy manually. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The rn stated there was no patient injury or medical intervention associated with this event. The rn stated the patient has been continuing therapy successfully. No further information was available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, an open clamp on an unused supply line. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.